Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation november 8, 2016 that a wallflex biliary rx uncovered stent was implanted during a stent placement procedure performed on (B)(6) 2016, as part of the (B)(6) clinical trial. The patient has a history of pancreatic cancer and was enrolled in the study for treatment of malignant biliary strictures with no intended surgery. On january 26, 2016, an assessment of biliary obstructive symptoms (abos) was taken and reported jaundice, itching, dark urine and pale stools. Liver function tests were also performed on (B)(6) 2016. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016 in an outpatient setting. A pancreatogram and biliary sphincterotomy were performed during the procedure. The study stent was implanted in a satisfactory manner during the ercp. On (B)(6) 2016, assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain, jaundice, dark urine and pale stools. On (B)(6) 2016, the study stent was noted to be occluded due to tissue ingrowth. Biliary reintervention was performed on (B)(6) 2016 and a wallflex biliary rx fully covered stent was implanted to complete the procedure. There were no adverse events reported as a result of this event.